Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime, compromised forced sensor system and excessive no delivery test or verify unexpected battery power loss anomaly due to blank display.(B)(4).

Event description:
The customer reported via phone call that the insulin pump had recurrent issue with battery out limit. The customer's blood glucose level was 187 mg/dl. The customer stated that the insulin pump was loosing power for 4 straight days and it would tell her battery out limit for 4 straight days. The customer stated the insulin pump alarmed after battery change. Customer reported they were able to clear the alarm. The customer reported that the insulin pump was not alarming at time of call. Customer stated the batteries were not out of the insulin pump greater than duration allowed by the insulin pump. Customer had received multiple battery out limit alarms when batteries are out of the pump for less than one minute. The customer reported that the insulin pump alarmed after installation of the new battery. The insulin pump will be returned for analysis.